Event description:
(B)(4) - it was reported by the consumer that the (B)(4) pediatric bear nebulizer system used by a (B)(6) child, had the tubing nozzle broken, and inside the unit. There was no patient injury reported.